Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) investigated the anesthesia system at the hospital but was unable to duplicate the reported issues. The anesthesia system was successfully tested and cleared for clinical use. A complete set of device logs was received. Successful system checkout were performed prior to and between the cases on the event date. The received logs confirms that clinical alarms were generated but the true cause of these alarms has not been determined. The technical log has no recordings during this date which indicates the absence of technical malfunctions in the system. The received trend log doesn¿t cover the reported event/issues. We have not been able to establish the true cause of the reported event.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed to ventilate while on patient. There was no patient harm. Manufacturer's reference number: (B)(4).